Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 25mm amplatzer cribriform occluder (aco) was selected for implant using a 45/80mm 8f amplatzer delivery system. During deployment of the device, the left disc became deformed into a bulbous shape and failed to fully spread. The device was removed and the procedure was attempted again but the deformation persisted. The physician selected a different aco device which was successfully implanted. No patient consequences was reported.

Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of deformation upon initial deployment has been investigated and a resolution plan aimed at addressing enhanced loading techniques as well as improved in-process inspection that better represents how a device is loaded and deployed during clinical use are being implemented.